Manufacturer narrative:
The original report was incorrectly filled out.

Event description:
Co was notified by orthopaedic surgeon of removal of bipolar liner and bipolar shell, subject of 1219655-1996-00003, due to dislocation of the liner and shell from the inner femoral head.